Manufacturer narrative:
Additional information was added to h4 and h6. H4: the device was manufactured from october 08, 2019 - october 10, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tips of an unspecified number of em2400 valve sets popped off which resulted in a leak. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.